Event description:
The complainant reported additional information: "that patient was transferred to (B)(6) in the (B)(6). The patient was successfully weaned and explanted while at (B)(6). The pump was unfortunately discarded.".

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient received one unit of blood for hemoglobin of 6.5. Platelet count improved to 145. On medications of amiodarone and heparin. The patient experiencing symptoms of tachycardia and anemia. The patient's outcome required blood transfusion and medication for stabilization.